Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly from the femoral marker to the distal end. The lap joint was partially separated and part of the imaging core was popped out of the sheath and was twisted. Microscopic inspection revealed the distal housing of the transducer was completed with no shattered pieces. Impedance testing showed an electrical short at the proximal wave form. A catheter flush was not performed due to the returned product condition. The catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu) during its testing. The device was sent for x-ray analysis which revealed the electrical failure was the result of a broken coaxial cable.

Event description:
Reportable based on device analysis completed on 03jun2021. It was reported that visualization issues occurred. The opticross hd imaging catheter was selected for use. There were no issues with the image during preparation, however, during pullback, the screen went dark and nothing was displayed. The device was removed from the patient and the procedure completed with another of the same device. There was no injury to the patient. However, device analysis revealed partial device separation.